Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device had no power and the screen was on black screen. Customer had rebooted the device and checked for the power cable to be securely connected, but the device still failed to power on. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 5 caused the power failure in station. A field service engineer replaced the drawer controller board. Rebooted ran firmware updates and tested functionality. The system functioned as intended after the field service engineer repaired the device.